Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity was 1.0 (20/20) and currently glistenings has decreased the visual acuity to 0.8 (20/25). The director claimed that it was opacity, not glistenings. Additional information has been requested.